Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 460 mg/dl. The customer felt that the insulin pump was not delivering insulin properly. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found several no delivery alarms. The insulin pump passed the prime and high pressure tests. Nothing further was reported.